Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited loss of capture. The patient was asymptomatic with a heart rate ranging from 30-40 beats per minute (bpm). Asystole of 4 seconds was captured on telemetry. The lead was noted on chest x-ray to be micro dislodged. The lead was modified surgically and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.